Manufacturer narrative:
Device evaluated by MFR.: synergy megatron mr us 4.50 x 12mm stent delivery system, catheter was returned for analysis. No stent was returned; the stent was implanted in the patient. The balloon cones were reviewed, and the balloon was in a deflated, bunched state. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks and stretching damages of the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent delivery system removal difficulties occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 4.50 x 12mm synergy megatron drug-eluting stent was advanced and successfully implanted in the lesion. However, the physician struggled to remove the stent delivery system (sds) from the freshly deployed stent. It was noticed that the distal plastic of the shaft was stretched and became elongated during the removal. The sds was able to remove intact after exerting significant and more withdrawal force and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that stent delivery system removal difficulties occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 4.50 x 12mm synergy megatron drug-eluting stent was advanced and successfully implanted in the lesion. However, the physician struggled to remove the stent delivery system (sds) from the freshly deployed stent. It was noticed that the distal plastic of the shaft was stretched and became elongated during the removal. The sds was able to remove intact after exerting significant and more withdrawal force and the procedure was completed. There were no patient complications reported.